Manufacturer narrative:
This event is still under investigation in the factory. The physicist forwarded the system test results to siemens today (february 6, 2012). Log files and the exam protocol were received as well, and all were forwarded to the factory for investigation.

Event description:
It was reported that a patient went through an unusually long case, and was on the x-ray table for 8 hours. The patient may have possibly received a significant radiation dose. The hospital physicist checked the system on (B)(4) 2012, and the dose measurements were reported to be in the acceptable range. There was no report of any system malfunction or failure.